Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection in his leg which manifested into something like chicken pox but bigger. There was no alleged device malfunction contributing to the irritation. Patient reported that his cardiologist informed not to wear the lifevest until the skin healed. The outcome of the irritation is unknown as follow up attempts were unsuccessful.